Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system prompted the user that the application software required a valid geometry calibration file. The viewing station of the imaging system then prompted the user to restart the application software. Restarting the software resolved the reported issue.

Manufacturer narrative:
Correction: there was a reported delay to the procedure of less than 1 hour due to this issue.